Event description:
Caller reported the pump turned off unexpectedly. Caller stated the screen went completely blank and there was alarm going off. Caller changed the battery; no success. Caller reported she then changed the battery again and the battery cap; with success. Caller stated there was no error message on the pump, the screen was blank. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.